Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was lot in internal mail. No evaluation is possible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient came in for proximal femur fixation an open reduction and internal fixation of right proximal femur was performed , the surgeon elected to use proximal femoral nail antirotation (pfna )and cable for the surgery. While the surgeon was reaming for the pfna blade, the surgeon was reported to be struggling to ream. The surgeon requested an image intensifier x-ray which revealed that the reamer tip was broken. Due to this event all the hardware implanted in the femur had to be removed resulting in a reported 3 minute delay. The removed wire had been cut possibly from force used during reaming. A small residual reamer bit could not be retrieved from within the patient. The surgeon continued to ream the proximal femur and diaphyseal, and fix the oblique subtrochanteric with the cable first before putting the nail in, as previously the femur angle was too varus. Pfna nail was inserted and outcome result was optimal. Patient status reported as good an image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: I reviewed the complaint description and x-ray images. I can confirm the reamer tip breakage. This is report 2 of 2 for (B)(4).